Event description:
Reporter alleged obtaining an error on the aviva system, then going to the hosp 2-3 hours later because she felt bad. Reporter stated a result of 648 mg/dl was obtained on the hosp sys and she was given a bag of water in an IV. Reporter stated a few hours later, a result of 448 mg/dl was obtained on the hosp sys, and she was given 10 units of fast acting insulin. No other actions were reported taken or treatment rec'd. A request was made for the return of the suspect device.